Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low elecsys hcg + beta test system results for two patient samples that were questioned by the physician. After investigating, the customer stated one of the patient samples that was originally tested on (B)(6) 2016 had been mislabeled which was the cause of the issue. On (B)(6) 2016, the second patient sample had an initial result of 2 miu/ml and was reported outside the laboratory. On (B)(6) 2016, the same primary tube was retested on the same analyzer and the result was 2.03 miu/ml. The same sample was tested using an hcg quantitative screening test and the result was faintly positive. The patient had a positive home pregnancy screen. The physician¿s office sent a different tube from the same blood draw to another facility and the sample tested positive for pregnancy. The specific result and testing method was not known and could not be provided. The physician deemed this to be the correct result. The patient was not adversely affected. None of the results for other patient samples were questioned. There were no calibration or qc issues for the assay and no analyzer alarms. The reagent lot number and expiration date were requested but were not provided. The customer refused a service visit.

Manufacturer narrative:
Additional information was received for the second patient sample that was originally tested on (B)(6) 2016. There was never any allegation by the patient or physician that this patient was actually pregnant. This sample had been pulled and retested as a random spot check. The information provided of a faintly positive hcg screening test, positive home pregnancy test, and positive pregnancy test at different facility was incorrect. Based on evaluation of the results of 2 miu/ml and 2.03 miu/ml, there was no discrepancy as both results can be considered as "negative". There was no evidence of an issue with device.